Event description:
It was reported that the patient experienced hypoglycemia after lunch, recorded a low of 59 mg/dl, and then overtreated, resulting in hyperglycemia reaching 223 mg/dl; education was provided to avoid pretreating, to wait for the hypo alarm, to use 15 g of fast-acting carbohydrates, and to recheck glucose after 15 minutes, and the event was associated with improper or incorrect procedure or method with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, consistent with user failure to follow instructions, and no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.

Manufacturer narrative:
Initial.